Event description:
The customer reported that the system would not power up/boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb2 circuit breaker was reset and the isd-pc2 power connections were reseated. The system was then found to be operating as intended.